Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigations. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (returned device, device history record review, complaint history review, surgeon assessment), it appears that the premature breakage of the pe liner is most likely related to an off-center position of the cup (user error), as reported by the surgeon, leading to an initial intra-prosthetic conflict and subsequent pe liner blockage. Additionally, the surgeon reported the presence of osteophytes extending along the metacarpal bone, increasing the risk of bone impingement. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that a 45-year-old male patient felt a cracking sounds when moving the thumb, particularly during lateral movements. Pain was probably masked by long-term treatment. He underwent a revision surgery in (B)(6) 2025 ( 2 years and 8 months after implantation). The surgeon performed a resection of the anterior-internal osteophyte extanding along the metacarpal bone and a resection of the trapezoidal base parallel to the axis of the first metacarpal bone. He replaced the cup and neck.